Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is most likely a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty select cycler with the liberty cycler set and the patient event of peritonitis. It is unknown if the peritonitis was caused during pd therapy or at another time from another source such as a bowel leakage. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and any fresenius device or product. Additionally, there is no allegation of a device malfunction or deficiency or cycler set defect reported for this event. The cause of the peritonitis is unknown. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cased of peritonitis are caused by touch contamination by the patient. Based on the limited information and no allegation of a malfunction, deficiency or defect the liberty select cycler and the liberty cycler set can be excluded as the cause of the patient¿s reported peritonitis event.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that they were busy with a second clinic drawing labs and treating peritonitis. Follow-up with the pdrn confirmed that the peritonitis event was for an unnamed patient at unknown clinic (location not provided). The pdrn did not provide any further information although multiple attempts were made to obtain the additional details related to the peritonitis event.